Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer did not receive a low battery alert prior to the replace battery now alarm. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss and replace battery alert during testing.